Manufacturer narrative:
On (B)(6) 2022: manufacturer's ref# (B)(4). Investigation is still in progress, a final report will be submitted upon completion.

Event description:
On (B)(6) 2022: charger port melted the cord.

Event description:
26aug2022: charger port melted the cord. Follow up: 20sep2022: charger was plugged into wall and the cord started to melt and smell. It was reported no harm of the user. The hearing aid and accessory was purchased on 16-jun-2021.

Manufacturer narrative:
26aug2022: manufacturer's ref# (B)(6). Investigation is still in progress, a final report will be submitted upon completion. 20-sep-2022: preliminary investigation: no deviation or changes were found during manufacturing of the device. Investigation is still in progress, a final report will be submitted upon completion. Corrections from initial report: e1: updated the initial reporter.

Manufacturer narrative:
On 26aug2022: manufacturer's ref# (B)(4). Investigation is still in progress, a final report will be submitted upon completion. On 20-sep-2022: preliminary investigation: no deviation or changes were found during manufacturing of the device. Investigation is still in progress, a final report will be submitted upon completion. Corrections from initial report: e1: updated the initial reporter on 19-oct-2022: investigation is still in progress, a final report will be submitted upon completion. On 18-nov-2022: corrected data in g2. Investigation of trended case has been performed: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector clinical and risk assessment are still in progress, a final report will be submitted upon completion. On 12-dec-2022: the clinical investigation concluded: a damaged power supply or a power supply of very poor quality could potentially lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runaway can lead to high temperatures or fire accidents. The chargers have been safety tested according to applicable standards. These risks are considered low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. However, to prevent any others being harmed going forward recommend user guides updated to recommend unplugging devices that are damaged and then waiting to touch until the device is no longer warm/a couple of hours and also make changes to the connector so that it is more robust /less likely to fail when it is accidently misused. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a final report.

Event description:
On 26aug2022: charger port melted the cord. Follow up: on 20sep2022: charger was plugged into wall and the cord started to melt and smell. It was reported no harm of the user. The hearing aid and accessory was purchased on 16-jun-2021. On 19-oct-2022: the incident happened on 18-jul-2022. A replacement device was provided. On 12-dec-2022: no further follow up information is expected.

Event description:
26aug2022: charger port melted the cord. Follow up: 20sep2022: charger was plugged into wall and the cord started to melt and smell. It was reported no harm of the user. The hearing aid and accessory was purchased on 16-jun-2021. 19-oct-2022: the incident happened on (B)(6) 2022. A replacement device was provided.

Manufacturer narrative:
26aug2022: manufacturer's ref# (B)(6). Investigation is still in progress, a final report will be submitted upon completion. 20-sep-2022: preliminary investigation: no deviation or changes were found during manufacturing of the device. Investigation is still in progress, a final report will be submitted upon completion. Corrections from initial report: e1: updated the initial reporter 19-oct-2022: investigation is still in progress, a final report will be submitted upon completion. 18-nov-2022: corrected data in g2. Investigation of trended case has been performed: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector clinical and risk assessment are still in progress, a final report will be submitted upon completion.

Manufacturer narrative:
26aug2022: manufacturer's ref# (B)(4). Investigation is still in progress, a final report will be submitted upon completion. 20-sep-2022: preliminary investigation: no deviation or changes were found during manufacturing of the device. Investigation is still in progress, a final report will be submitted upon completion. Corrections from initial report: e1: updated the initial reporter 19-oct-2022: additional information in: - a3 - b3 - h2 updated information in: - g2 - g6 - h3 investigation is still in progress, a final report will be submitted upon completion.

Event description:
26aug2022: charger port melted the cord. Follow up: 20sep2022: charger was plugged into wall and the cord started to melt and smell. It was reported no harm of the user. The hearing aid and accessory was purchased on 16-jun-2021. 19-oct-2022: the incident happened on (B)(6) 2022. A replacement device was provided.